Manufacturer narrative:
(B)(4). Date of event: publication year of 2004. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. (B)(4).

Event description:
It was reported via literature entitled: the use of bovine pericardial strips on linear stapler to reduce extraluminal bleeding during laparoscopic gastric bypass: prospective randomized clinical trial. Author/s: luigi angrisani, md, chm; michele lorenzo, md, phd; vincenzo borrelli, md; monica ciannella, md; uberto andrea bassi, md; paolo scarano, md. Citation: obesity surgery. 14: 1198-1202. A prospective comparison was conducted of extraluminal bleeding following gastric transection with or without staple-line reinforcement by dehydrated bovine pericardium during laparoscopic roux-en-y gastric bypass (lrygbp). From january 2001 to september 2003, a total of 98 consecutive morbidly obese patients underwent lrygbp. Patients were randomly allocated to 2 groups according to the use (group a, 50 patients; age range: 19 to 58 years old; 12 male and 38 female patients; bmi: 37 to 59) or not (group b, 48 patients; age range: 20 to 60 years old; 10 male and 38 female patients; bmi: 38 to 58) of dehydrated bovine pericardium. In both groups, dissection was started at the equator of the balloon in the peri-gastric space between the neurovascular bundle of latarjet and lesser curvature of the stomach using the harmonic scalpel (ethicon). The anastomosis was completed by pds 2-0 continuous sutures (ethicon). In group a, reported complications included short gastric vessels bleeding (n-1) which required conversion to laparotomy. In group b, reported complications included leak (n-7) which required interrupted stitches inserted to control the leak in 1 case and one case of posterior leak and unsatisfactory exposure which required conversion to laparotomy. In conclusion, peri-strips dry can be safely applied to linear staplers for lrygbp. The benefit of psd reinforcement of the gastric staple-lines to prevent bleeding was demonstrated by a significant reduction in the number of endo-clips used. As a consequence of less staple-line bleeding, a dry operating field was obtained. The extra time required to identify a bleeding source and control it was saved, and the total operating-time was significantly reduced.